Manufacturer narrative:
The device was not returned and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was on extracorporeal membrane oxygenation (ECMO) and then implanted with a ventricular assist device (vad). Three days after implant, the parameters on the vad began to increase. Lactate dehydrogenase (ldh) increased from 2000 to 5000. The pump parameters were 2100 rpm, 3.5 watts, and 7.8 l/min. The patient¿s heparin was increased. Two days later, the values increased to 2060 rpm, 4.0 watts, and 9.6 l/min. Then the patient received tissue plasminogen activator (tpa) and parameters decreased to 2060 rpm, 2.7 watts, and 5.3 l/min. Additional tpa was not given due to the possibility of bleeding. The following day, the patient was taken to surgery. The pump was stopped and removed to clean thrombus from the pump. Small pieces of thrombus came out of the pump and the pump was implanted back in the patient and started. The parameters started low but as time went by the parameters increased. The next day the patient was taken to surgery again. Pump stopped and tpa was given to pump and pump was kept in a tpa mixture for about 40 minutes. The pump was started again but parameters were still high. It was decided to exchange the pump. Bleeding and edema occurred and the patient died. The cause of death was reported as bleeding.

Manufacturer narrative:
Product event summary: the pump and controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controller revealed that the unit passed functional testing. Visual inspection under 10x magnification revealed a crack near the power port two (2) connector. An internal visual inspection did not reveal fluid ingress. This observation is not related to the reported event. The hairline crack finding is not related to the reported event. Based on an investigation conducted under (B)(4), the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The reported event of ¿high power¿ was confirmed via log file analysis, which revealed an increase in power consumption beginning on november 11, 2017 to parameters above normal operating range. Multiple trends of increasing and decreasing power were observed from november 10, 2017 through november 15, 2017, consistent with the tpa treatments reported by the site. Thhe 58 high watt alarms were logged since november 14, 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed that there was no evidence of thrombus within the device, however, photos provided by site revealed fragments of thrombus within pump during surgical explant of pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported high power event. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Other devices involved in this event: heartware ventricular assist system ¿controller 2.0 serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of ¿high power¿ was confirmed via log file analysis, which revealed an increase in power consumption beginning on (B)(6) 2017 to parameters above normal operating range. Multiple trends of increasing and decreasing power were observed from (B)(6) 2017 through (B)(6) 2017, consistent with the tpa treatments reported by the site. The 58 high watt alarms were logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed that there was no evidence of thrombus within the device, however, photos provided by site revealed fragments of thrombus within pump during surgical explant of pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported high power event. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, model 1420, serial number: (B)(4), expiration date: 2018-08-31, (B)(4). Yes, 2017-12-07, mfg date: 2017-08-31, (B)(4) the controller was returned for evaluation. Failure analysis of the controller revealed that the unit passed functional testing. Visual inspection of the unit revealed a crack near the power port two (2) connector. This observation is not related to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Correction: initial MDR date MFR rec: 11/12/2017 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.